Manufacturer narrative:
Due to the investigation findings, the report was reassessed and found to no longer require submission - the severity was lower than original assessment. Manufacturing evaluation: investigation- the complained device was available in a decontaminated condition for investigation. The pin of the cup inserter is broken. The components were examined visually and microscopically. The pin of the cup inserter which holds the cardan joint in place is broken. Both breakage surfaces show no material deviations like blow holes or foreign material inclusions. The surface of the broken pin shows a little visible damage/imprint which resulted likely from the screwdriver. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. There is one similar complaint with a product from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is likely usage related. Rationale - according to the quality standard and device history record (DHR) files a material defect and production error was not found. Most likely the pin was broken during insertion of the cup when the screwdriver still was stuck in the insertion instrument. With the hits during insertion, the pin probably contacted the screwdriver forcefully. As a result of this, the pin likely broke. Furthermore, it could be possible that the user turned the cup opposite the complete impactor for increase in torque with the screwdriver still stuck in the instrument. The warning information in the instructions for use (IFU): - do not cause an increase in torque by turning the cup opposite the complete impactor - use only the intended screwdriver to tighten and fasten the cup.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the cup insertion instrument. During a hip replacement surgery, the screwdriver was stuck when "driving" the cup. The surgeon took out the screwdriver and noted that the curved insertion instrument was broken. The short inserter was used instead to complete the procedure. There was an x-ray taken postoperatively; results confirmed that there were no remaining fragments and there was no patient harm. Additional information was not provided.